Event description:
Pt was undergoing lumbar laminectomy and posterior lateral fusion. Two hydrosorb-cr spinal stabilization cages (lots #53694 and 54267, both 8mm x 22mm) broke into pieces as their implantation was attempted. All fragments were retrieved from the surgical site. A comparable cage was then implanted successfully, replacing the failed ones. The duration of the surgery was not extended, nor was the pt impacted by the device's failure. The two defective cages broke prior to implantation; therefore, the event never reached the pt.